Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump was not dropped or exposed to moisture. Her blood glucose level was 300 mg/dl, for which she had not treated. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.